Event description:
It was reported that this right ventricular (rv) lead may be experiencing a gradual increase in shock lead impedance since an out of range alert was triggered, with values exceeding 125 ohms. Historical data shows a stable, progressive rise in impedance over time rather than an abrupt jump. Technical services discussed the possibility of lead mineralization or calcification as a contributing factor and recommended increasing the programmed sli out of range threshold to 150 ohms. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
It was reported that this device was (scheduled to be) electively explanted due to an advisory. Per 92219114, products associated with a field action with no field allegation do not constitute a complaint.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead may be experiencing a gradual increase in shock lead impedance an out-of-range sli alert was triggered, with values exceeding 125 ohms. Historical data shows a stable, progressive rise in impedance over time rather than an abrupt jump. Technical services discussed the possibility of lead mineralization or calcification as a contributing factor and recommended increasing the programmed sli out-of-range threshold to 150 ohms. No adverse patient effects were reported. This lead remains in service.